Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery, prime and motor tests. No motor error alarm noted. Cracks to the case, battery tube thread, reservoir tube lip and a scratched display window noted.

Event description:
It was reported that the insulin pump alarmed for a motor error during basal delivery. The insulin pump was not exposed to a high magnetic field. Customer was not able to rewind the insulin pump. The blood glucose reading was 138 mg/dl. Nothing further was reported.